Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with degenerative disk disease at l4-l5,l5-s1 levels with back pain recalcitrant to conservative measures with prior discectomy at l4-l5 and underwent the following procedures: anterior lumbar discectomy at l4-l5. Anterior lumbar discectomy at l5-s1. Application of interbody device (peek cage) packed with bone morphogenic protein sponges, 12mm at l5-s1 and 14mm at l4-l5 with 8 degrees of lordosis. Anterior spinal fusion at l4-s1. Partial vertebral corpectomy at l5. Application of anterior instrumentation at l5-s1 with titanium screw and blocking washer. As per op-notes, ¿I chose a 14 mm graft at l4-l5 and a 12 mm graft at l5-s1 as it most appropriately reestablished the disc height equal to the disc height above. I went ahead and placed an extra half of bone morphogenic protein sponge on either side of the implants.¿ on (B)(6) 2008: the patient was also pre-operatively diagnosed with degenerative disc disease at l4-5 and l5-s1 levels and underwent the following procedures: l4 through s1 posterior spinal fusion. Segmental instrumentation at l4 through s1. Use of allograft and autograft bone obtained from the same incision. Bone morphogenic protein sponges. As per op-notes, ¿bone morphogenic protein sponges and bone graft were placed in the lateral gutters and across the laminae from l4 through s1. Once this was in place, I placed slot connectors onto the rods with an appropriate length screw. These were slightly compressed and tightened.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.